Event description:
It was reported that a foreign material was observed in a seven (7) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
This event occurred from january 04, 2022 to february 02, 2022. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from may 27, 2021 - may 31, 2021. H10: seven (7) actual samples were received for evaluation. Unaided visual inspection along with magnification with the fill port caps removed identified a loose foreign material (unknown) inside the fill port connector areas of 2 samples only. The reported condition was verified in the 2 samples; however, not verified in the remaining 5 samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: stereoscopic examination of the two (2) particles revealed the particles were colorless, irregular in shape, and approximately 0.3 and 0.4 mm in linear dimension. Fourier transform infrared (ft-ir) spectroscopy identified the particles as acrylonitrile butadiene styrene (abs). Should additional relevant information become available, a supplemental report will be submitted.